Manufacturer narrative:
This report is associated with argus case (B)(4), biotene original oral rinse.

Event description:
Her (B)(6) mother swallowed a small portion of biotene dry mouth oral rinse 33.8 ounce product [accidental device ingestion]. Experienced coughing. Experienced facial pressure. Experienced aching teeth. Experienced coughing that led to throwing up [vomiting]. Case description: this case was reported by a consumer and described the occurrence of accidental device ingestion in a (B)(6) female patient who received glycerin (biotene original oral rinse (savannah)) mouth wash (batch number (B)(4), expiry date 31st march 2019) for dry mouth. The patient's past medical history included stroke (the mother had 4 or 5 strokes that were uncovered at the end of (B)(6) 2016.). Concurrent medical conditions included breast cancer. On an unknown date, the patient started biotene original oral rinse (savannah). On (B)(6) 2017, an unknown time after starting biotene original oral rinse (savannah), the patient experienced cough, toothache and vomiting. On (B)(6) 2017, the patient experienced facial pain. On an unknown date, the patient experienced accidental device ingestion (serious criteria gsk medically significant) and accidental ingestion of drug. On (B)(6) 2017, the outcome of the vomiting was recovered/resolved. On an unknown date, the outcome of the accidental device ingestion, toothache and accidental ingestion of drug were unknown and the outcome of the cough was recovering/resolving and the outcome of the facial pain was not recovered/not resolved. It was unknown if the reporter considered the accidental device ingestion, cough, facial pain, toothache and vomiting to be related to biotene original oral rinse (savannah). Additional details, the adverse event information was received on (B)(6)2017. Consumer stated that her (B)(6) mother swallowed a small portion of biotene dry mouth oral rinse 33.8 ounce product (accidental device ingestion) (accidental ingestion of drug). Daughter reported that mother experienced coughing that led to throwing up, aching teeth and facial pressure on (B)(6) 2017. Consumer reported that mother stopped throwing up and the coughing was less today (B)(6) 2017. Consumer would contact mother's health care professional and agreed to consent letter. Lot number was 6d13c1 and expiration date was 31 march 2019.